Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-16973. It was reported patient experienced ineffective therapy due to autoreducing. Lead diagnostics indicated high impedances. Reprogramming did not resolve the issue. Surgical intervention may occur at a later date to address the issue.

Event description:
Additional information indicated that x-rays were taken, and the physician believes that both leads are fractured.

Event description:
Additional information indicated that surgical intervention was undertaken wherein both leads were explanted and replaced to address this issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.